Manufacturer narrative:
Additional information was added to d10, h3, and h6. H10: four (4) device samples were received for evaluation. A visual inspection was performed on the returned samples, and it was noted that the twist clamps had separated from the light blue mainbody revealing that that the tubing was stuck between the occluder feet. The transfer set tubing was cut and separated at the location near the occlude feet. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set ¿had torn in half¿(separated). This was identified while in use on a patient for peritoneal dialysis therapy. The transfer set was changed. The patient was given prophylactic antibiotics as a preventative measure. There was no report of patient injury, or medical intervention associated with this event. No further information provided.